Manufacturer narrative:
Section d10: correction manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event cannot be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020, at 08:22:05 to (B)(6) 2020, at 11:30:33, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further issues have been reported at this time. Although no specific adverse events were reported by the account, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. Although no specific adverse events were reported by the account, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented with hematuria and dark brown urine. The power was stable, ldh was stable, and there were no heart failure symptoms. This is believed to be a urologic issue. Technical services reviewed the log file and found no unusual events recorded in the log file event history. The mcs equipment was operating as intended. There was no suspect of pump thrombus and lvad temperatures were normal. Gi bleeding was not suspected and urinalysis was performed. The patient reported continued urine in blood after clinic visit. The patient is planned to follow-up with urology consultation.